Manufacturer narrative:
Device evaluation: the device related to the reported events seroma-late capsular, contracture and double capsule was received on may 20, 2026 with lot number 2941951. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ seroma-late capsular: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ double capsule: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation, creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient, through other company representative, reported "recently had surgery and had allergan implants removed". Patient later reported "capsular fibrosis". Healthcare professional later reported "seroma and capsular contracture baker grade iii", "bottoming out", "waterfall phenomenon", "double implant capsule". Patient later reported "hardening of the implant capsule with significant adhesions", "fluid accumulation", "severe pain". Capsulotomy and partial capsulectomy were performed. This record is for the right side. The device was explanted.

Event description:
Patient reported "capsular fibrosis". Healthcare professional later reported "seroma and capsular contracture baker grade iii", "bottoming out", "waterfall phenomenon", "double implant capsule". Capsulotomy and partial capsulectomy were performed. This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade iii.